Event description:
Reporter stated the lower half of the inform ii meter and the screen appear to be burnt. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.